Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 8/27/2025 the user reported their ilet touchscreen was unresponsive. Troubleshooting failed, and the device was replaced. The patient¿s bg was not affected, and no adverse health effects were reported.